Event description:
A surgeon reported during intraocular lens (iol) implant surgery a small central crack was noted in the lens. He stated the iol remains implanted. Add'l info was rec'd from the surgeon, who reported the pt is a diabetic who "re-bled" during the procedure. He stated the capsule is coated in blood and a vitrectomy was performed.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product and batch history record review indicated the lens met release criteria. No cartridge was returned for eval. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the mfg documentation. A number of photos were returned. It appears that the photos were taken under slit lamp examination while still implanted in the pt's eye. The returned photos were assessed and it appears that the iol has a split/crack/fracture; however, no conclusion could be determined from the photo. We are unable to confirm product damage w/o eval of the physical product. The root cause for the reported complaint could not be determined as no product was returned for analysis. No determination could be made from the photos provided by the customer. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd.(B)(4).